Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] the insulin was not delivered [device failure] device has broken, spring came out of its position [device breakage] she believe a piece inside it has come loose, which caused it to fail to administer insulin [device loosening] they keep the device with needle always attached [product storage error]. Case description: this serious solicited report from chile was reported by a consumer as "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2025 , "the insulin was not delivered(device failure)" with an unspecified onset date , "device has broken, spring came out of its position(device breakage)" with an unspecified onset date , "she believe a piece inside it has come loose, which caused it to fail to administer insulin(device component loose)" with an unspecified onset date , "they keep the device with needle always attached(device stored with needle attached)" with an unspecified onset date and concerned a 76 years old female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "device therapy", current condition: type 2 diabetes mellitus (since 1995), hypertension (since 1995), hepatic insufficiency (since (B)(6) 2024), renal insufficiency (since (B)(6) 2024), she is in a wheelchair (since 5-6 years), not control sphincters, uses diapers for 1 year historical drug: metformin. On an unknown date, patient was discharged from the hospital with a blood glucose (blood glucose) of 270 mg/dl. Duration of hospitalization was unknown on an unknown date, patient reported that blood glucose levels (blood glucose) were maintained at 198 mg/dl. Patient states that insulin has been administered for 40 years. Patient indicates that insulin has not had a lack of efficacy, the failure was the device. Patient keeps the device in the door of the refrigerator with a needle always attached. The outcome for the event "she believe a piece inside it has come loose, which caused it to fail to administer insulin(device component loose)" was not reported. The outcome for the event "they keep the device with needle always attached(device stored with needle attached)" was not reported. Reporter's causality (novopen 3) - hyperglycemia(hyperglycemia) : possible the insulin was not delivered(device failure) : unknown device has broken, spring came out of its position(device breakage) : unknown she believe a piece inside it has come loose, which caused it to fail to administer insulin (device component loose) : unknown they keep the device with needle always attached (device stored with needle attached) : unknown. Company's causality (novopen 3) - hyperglycemia(hyperglycemia) : possible the insulin was not delivered(device failure) : possible device has broken, spring came out of its position(device breakage) : possible she believe a piece inside it has come loose, which caused it to fail to administer insulin(device component loose) : possible they keep the device with needle always attached (device stored with needle attached) : possible. Since last submission the case has been updated with the following medical history added -lab data updated -device addendum tab: annex a codes added, device narrative updated -product dosage regimen updated for insulatard, carvedilol -event device component loose and device stored with needle attached were added -event assessment and product event details tab updated -narrative updated accordingly references included: reference type: e2b linked report reference ID#: (B)(4) reference notes: linked case reference type: e2b linked report reference ID#: (B)(4) reference notes: linked case reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4) reference notes: medwatch 3500a MFR. Report number. Preliminary manufacturer comment (B)(6) 2025: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. No conclusion reached. Incorrect handling of the device such as storing the device with needle attached between injections can affect the functionality of device.

Event description:
Case description: investigational result: name :novopen 3 batch number: sscs610 no complaint sample was received for investigation; however, photos of the pen were received. The photos were examined but no conclusive investigation could be made based on them. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly. Final manufacturer comment 16-jun-2025: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. The photos were examined but no conclusive investigation could be made based on them. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Incorrect handling of the device such as storing the device with needle attached between injections can affect the functionality of device. Elderly age of the patient is a risk factor for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen 3 batch number: sscs610 no complaint sample was received for investigation; however, photos of the pen were received. The photos were examined but no conclusive investigation could be made based on them. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]. The insulin was not delivered [device failure]. Device has broken; spring came out of its position [device breakage]. Case description: study ID: (B)(6) patient support program. Study description: trial title: patient support program specialized in health. Develop programs of relationship and fidelity to clients, products, respecting language, particularities and positioning as to target audience. Also involved in pv activities. Patient's height: 164 cm. Patient's weight: 70 kg. Patient's bmi: 26.02617490. This serious solicited report from chile was reported by a consumer as "hyperglycemia (hyperglycemia)" beginning on (B)(6) 2025 , "the insulin was not delivered (device failure)" with an unspecified onset date , "device has broken, spring came out of its position (device breakage)" with an unspecified onset date and concerned a 76 years old female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "device therapy", dosage regimens: novopen 3: current condition: type 2 diabetes mellitus (duration was not reported). Concomitant medications included - carvedilol, insulatard penfill (insulin human isophane 100 iu/ml), novorapid penfill (insulin aspart 100 u/ml), pregabalin, zopiclone, vitamins (b-zinc, neurobionta) (non codable). Treatment medications included - insulin rapid (insulin human). On an unknown date it was indicated that the device was broken. When the device was opened, the spring came out of its position, then the device was assembled, but the insulin was not delivered , preventing of administering it to the patient, reporter thought that the device had been fixed, but on an unknown date of (B)(6) 2025 the patient began to feel unwell, experienced, excessive thirst, and tremors, tired, weak, lacking energy, spending most of the time lying down. On (B)(6) 2024 patient experienced nighttime incontinence. On (B)(6) 2025 patient urinated involuntarily on her clothes. On (B)(6) 2025 patient experienced hyperglycemia use of a hemoglucotest resulting in "hi" on (B)(6)2025 elevated glucose levels (blood glucose) with a value of 559 mg/dl and patient was admitted to hospital at 9:00 am, where they administered intravenous fluids with insulin drip and insulin in an intravenous bolus. They managed to reduce the glucose level to 350 mg/dl, obtaining this value around 6:00 pm. On an unknown date patient underwent tests (not specifying names) (lab test), indicating that the doctor reviewed the results and stated that they were normal values. Reporter related the device failure to the events experienced. Batch number of novopen 3: sscs610. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "the insulin was not delivered(device failure)" was not reported. The outcome for the event "device has broken, spring came out of its position(device breakage)" was not reported. Reporter's causality (novopen 3) - hyperglycemia(hyperglycemia): possible. The insulin was not delivered (device failure): unknown. Device has broken; spring came out of its position (device breakage): unknown. Company's causality (novopen 3) - hyperglycemia(hyperglycemia): possible. The insulin was not delivered (device failure): possible. Device has broken; spring came out of its position (device breakage): possible. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: linked case.